Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed. A field service engineer inspected the drawer reported with issues, identifying a broken retractor band and a damaged rail with a bearing cage protruding from the rear. The fse removed the bearing cage and replaced the retractor band, and after discussion with pharmacy staff, deferred the rail replacement because the drawer remained functional and replaced the damaged full height drawer rail, accessed the system in administrative mode, and successfully completed all required diagnostics to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer 5 was failed. Customer tried to reboot and recover the storage space, but issue was not resolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.